Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that, in medical imaging, when the patient was having a CT scan with contrast, it appeared that the distal portion of the PICC line had ruptured. It was noted that there was extravasation of contrast after injection of the contrast through the line. As a result, the catheter was removed and replaced without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The complaint report states that the distal portion of the PICC line had ruptured. This issue was not confirmed by the returned customer photo. The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The customer returned a picture of the distal end of the catheter but a rupture was not observed in this picture. A device history record review was performed and did not reveal any manufacturing related issues. The potential cause of the catheter rupture could not be determined based upon the information provided and without a sample. No further actions will be taken.